Event description:
It was reported that a revision surgery was performed due to dislocation. This occurred during a total hip replacemnt, after the patient had been closed up.

Manufacturer narrative:
The associated complaint devices were returned and evaluated. A visual inspection of the returned devices revealed the devices are intact. The oxinium head has scratches and nicks. The scratches possibly occurred during the removal of the devices. The sleeve is inside the oxinium head. Both devices were manufactured in 2014. A review of complaint history revealed no prior complaints for the listed parts. A review of the manufacturing record did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. An investigation performed by our quality department noted handling damage on the articular surface and at the intersection of the flat and chamfer. It was also noted that there was an offset sleeve improperly assembled in the head. The assembly had to be immersed in liquid nitrogen to allow disassembly of the sleeve and head. A dimensional evaluation of the head noted the device is within print specifications. A dimensional evaluation on the sleeve noted the external taper to be out of tolerance possibly due to damage. An evaluation performed by our lab noted damage, potentially caused by instrument contact during removal from the stem, was observed on the underside of the femoral head. The appearance of the implants was consistent with the reported complaint. Our investigation did not determine a specific cause of the stated failure. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.